Event description:
The procedure was a colonoscopy. The pt was placed on their left side and the dispersive electrode on the right thigh. The dr removed a polyp. During the procedure the dr felt there was low power. The settings were kept at 20/40. Following the procedure a beebee sized hole was discovered at the site were the polyp was removed. There appeared to be charring around the outside of the hole. A bowel resection was done.